Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the device is not within the tube but appears to have perforated the tube or partially') in a female patient who had essure (batch no. 629301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on unknown date patient underwent unknown essure confirmation test. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormmal bleeding") and mental disorder ("psych injury"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage and mental disorder outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: an essure device was then placed easily into the right ostium with approximately 3 or 4 coils visualized and an essure device placed in the left ostium, leaving approximately 2-3 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: anomalous positioning of the micro inserts of the essure . The tubes are patent bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation lot number: 629301, manufacturing date: 2009-01, expiration date: 2012-01 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the device is not within the tube but appears to have perforated the tube or partially') in a female patient who had essure (batch no. 629301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on unknown date patient underwent unknown essure confirmation test. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage and mental disorder outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: an essure device was then placed easily into the right ostium with approximately 3 or 4 coils visualized and an essure device placed in the left ostium, leaving approximately 2-3 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: anomalous positioning of the micro inserts of the essure . The tubes are patent bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the case becomes serious incident. Mr received. Reporter information , patient details , lab data , auto-narrative supplement , event: "the device is not within the tube but appears to have perforated the tube or partially" added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.